Manufacturer narrative:
(B)(4). On 10/25/2010 the following additional information was obtained by global pharmacovigilance. It was also indicated the patient was also treated with keflex (500mg every eight hrs, by mouth) for the peritonitis. The patient was considered recovered from the event on (B)(6) 2010. No further information is available.

Event description:
Customer claims while driving home from work she had a respiratory attack. Customer claims the "points" (clips) on the medicine cup broke and she could not adequately nebulize. Customer claims she called an emt service and was admitted to the hospital in respiratory arrest and put on a ventilator. Customer claims she was ill, off work and under medical care due to the device failure. Customer claims she cleans her device daily using water only; being careful not to damage the filters or other parts. Stated she is a long time user of respiratory devices and feels she did not break or damage the unit. Customer claims prod has a design flaw. Returning unit for inspection via a call tag. Maintained.

Event description:
A customer contacted baxter's technical service center regarding wanting to manually drain the home patient (hp) and end therapy. The homechoice device was is in dwell 1. The technical service center (tsr) had the patient's caregiver (cg) stop the dwell and then start the manual drain. The cg stated the hp has an infection and wanted to take her to the hospital after draining. The homechoice was operational. The following additional information was obtained from the patient's peritoneal dialysis (pd) nurse on (B)(4) 2010: the patient started on pd therapy with local (pd4) ambuflex on (B)(6) 2007. The patient was diagnosed with peritonitis on (B)(6) 2010 and was hospitalized from (B)(6) 2010. There was no exit site or tunnel infection associated with this peritonitis event. A gram stain and culture were performed on the patient's pd effluent. The gram stain showed no organism, only a few white blood cells and the culture showed viridans streptococcus. The nurse indicated that the patient was treated with flagyl and levaquin (route and dosage not provided) and has recovered from the peritonitis event. The nurse indicated the cause of the peritonitis was likely due to a break in aseptic technique and there was no allegation made against any of the patient's baxter pd solutions or devices. The nurse also indicated that the patient's transfer set was not replaced after the peritonitis diagnosis and the patient has been able to continue with pd therapy without any further problems. No further information is available.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A batch review was performed for potentially associated lots (h10e24148, h10f17090, and h10g31016) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.